Event description:
Spontaneous call from pt's partner regarding cadd legacy sn (B)(4) malfunctioning for high pressure last night. Pump and tubing was inspected for blockages / kinks and clamps. Pt successfully switched to backup pump which is working fine. No adverse effect reported. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to cvs/caremark by pt/caregiver.